Event description:
During atrial septal defect repair, a 24 mm amplatzer closure device (abbott) was deployed. After deployment, the device embolized into the left ventricle. This was seen immediate post procedure with transthoracic echo. Diagnosis or reason for use: atrial septal defect.